Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam motorpack was seen to be wet. Subsequently, two aquabeam handpieces failed as the aquabeam robotic system would generate an "e22 - motorpack error." The treating surgeon made the decision to abort aquablation therapy and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem: component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam motorpack was returned for investigation. A replacement aquabeam motorpack was provided to the account as part of warranty replacement. Visual inspection of the aquabeam motorpack revealed signs of fluid ingress on the aquabeam motorpack to aquabeam handpiece connection port. During functional testing, an e22 error was triggered and could not be cleared, confirming the reported event. The user manual contains information on how to properly drape the aquabeam motorpack so that a tight seal is formed around the recess area where the aquabeam handpiece will attach. Root cause of the reported issue is undeterminable as it in unclear how fluid entered the aquabeam motorpack. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 21c01933 was conducted, which confirmed there was one non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece · drape the motorpack with deroyal camera drape (ref (B)(4) or equivalent) so that a tight seal is formed around the recess area where the aquabeam handpiece will attach to: - pre-stretch the elastic region to reduce risk of tears when seating it in recess of the motorpack. - ensure the drape is properly seated in recess of the motorpack. - ensure the drape is not obstructing the magnetic plate on the motorpack. Table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.